Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the hemolysis was not determined due to insufficient clinical details, no product or logs were returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed red-colored urine that did not improve with fluid administration or afterload reduction. A bedside echocardiogram showed the impella cp inlet positioned approximately three and one-half centimeters from the aortic valve.

Manufacturer narrative:
D6b explant date provided. B1 (product problem) and d4(UDI)was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: omitted code a150202 and added code a01 based on a review of the complaint record. Clinical review: an impella pump was inserted via the right femoral artery in a 72-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock and was classified as scai stage e. Past medical history was not reported. The patient was receiving inotropes, vasopressors, and mechanical ventilatory support. Impella support was initiated to provide hemodynamic support during right coronary artery percutaneous coronary intervention, including balloon angioplasty and intravascular ultrasound guidance. During impella support, the patient was noted to have red discoloration of the urine, raising concern for hemolysis. The finding did not improve with clinical measures aimed at reducing afterload. Transthoracic echocardiography demonstrated the impella inlet measuring approximately 3.5 cm from the aortic valve. The patient was managed medically, and the clinical findings stabilized. After a week of support the team made decision to escalate care to the impella 5.5 and va-extra corporeal membrane oxygenation. Review of the event indicates that hemolysis is a recognized clinical occurrence in critically ill patients receiving mechanical circulatory support, particularly in the setting of advanced cardiogenic shock and complex coronary intervention. Comprehensive review did not identify evidence suggesting a causal relationship between the impella pump and the reported event. The patient survived.